Event description:
Reportedly, the device displayed the pt ECG as a flatline trace, although a strong carotid pulse was palpated. The inappropriately flatline trace was observed through paddles and ECG leads. Approximately 15 minutes later the pt carotid pulse was lost. Epinephrine and device pacing were administered to the pt. The pt was not resuscitated. There was no reported association between the malfunction and pt outcome.